Event description:
Related manufacturing number: 2182269-2018-00042. During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. While mapping, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient; however, the effusion did not resolve the patient was transferred to the cardiac surgery floor for observation where the patient stabilized not requiring surgery. Which device perforated the pericardium is not known; however, the physician believes the ablation catheter's hardness may have contributed to the perforation.

Manufacturer narrative:
A cardiac perforation was reported. The ablation catheter met specifications for optical signal properties. Electrode 1 and both thermocouples met specifications during electrical testing. The catheter met specifications for curve shape when deflected in both directions with no additional resistance noted. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported cardiac perforation was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.